Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump's keypad. The customer states receiving a new pump and noticing the buttons were harder to push than the previous pump they had. The customer's blood glucose level was unknown.